Manufacturer narrative:
A partial blade and the handpiece saw (6206000000, sn (B)(4)) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broke. The returned partial blade part number is unknown. Investigation results indicate that excessive pressure may have been applied, but this cannot be confirmed, the root cause of this event is undetermined.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.